Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving pain drug (drug name, concentration and dose were not reported) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that there was a suspected problem with the manufacture device or therapy. It was reported that the patient fell backwards and rolled of the bed and since then has had an increase in their back pain and numbness in the foot. The symptoms were sudden. The patient fell sometime in (B)(6). The patient was admitted to the hospital on (B)(6) 2015 and was still in the hospital as of (B)(6) 2015 due to increased pain following the fall. MRI information as reviewed with hcp. The managing physician reported that they had not been consulted regarding this event. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.